Manufacturer narrative:
Concomitant medical products: product ID neu_tlock_anchor, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Device analysis for lead 3777-60 revealed no significant anomaly. The lead body was cut thru, product was segmented. Device analysis for the anchor revealed no significant anomaly. There were suspected tool marks.

Manufacturer narrative:
(B)(4)

Event description:
The patient loss all stimulation to all painful areas. The lead was replaced. There was no patient injury and the patient recovered without sequela.